Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa/popliteal of the left leg. Approximately 13 months post index procedure, the patient suffered stenosis of left sfa and popliteal (99%). Approximately one month later pta of the left limb was carried out with non-medtronic devices. Investigator assessed that the event was possibly related to the study device and procedure. Outcome is reported as resolved.

Event description:
The cec has adjudicated that the previously reported stenosis of the left sfa and popliteal was related to the study device but not related to the procedure or drug.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (restenosis of the dilated artery). Evaluation conclusion: known inherent risk of procedure (restenosis of the dilated artery).

Manufacturer narrative:
The patient did not have history of carotid artery disease. The patient had previous peripheral revascularization of the right popliteal. The cec adjudicated that the previously reported restenosis which occurred 13 months post index procedure was definitely related to the study device and was remotely related to the procedure and drug.